Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was conscious and mowing the grass at the time of the event. It was reported that there were no bystanders present. The response buttons were not pressed during the entire event. The patient sought medical attention at the hospital following the event. The patient remains using the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital via ambulance. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor: sn (B)(4) - (B)(6) 2012 (reuse), electrode belt: sn (B)(4) - (B)(6) 2013 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.